Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Initial procedure, (B)(6) 2009 : left total hip replacement. Patient was originally implanted with size 45 asr femoral component, taper sleeve adaptor and size 50 asr acetabular component it was reported by legal that the patient was revised on (B)(6) 2013 patient had an acetabular revision with acetabular and femoral bone graft. (B)(6) 2014, patient was revised for loosening of the left hip prosthesis cupula with bone loss. The acetabular cupula was revised with augment graft and bone graft. The acetabular cupula was replaced with non-ds product. On (B)(6) 2015, patient had a left hip dislocation and had a reduction performed. In 2015 patient had 2 additional instances of left hip dislocations and a closed reduction and internal fixation was performed between (B)(6) 2015. On (B)(6) 2016 due to femoral malrotation or mf atrophy, patient was revised. During surgery, the surgeon found a large collection of fluid and complete tearing off of the posterior capsule, it is noted that this is probably secondary to the multiple dislocations. Devices involved: the 9998-04-550 total acetabular implant size 50, lot 2589624. The 9998-90-145 femoral implant size 45, lot 2727781. The 9998-00-102 taper sleeve adaptor, lot 2875381.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # :(B)(4). Investigation summary :the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product.